Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Manufacturer narrative:
Investigation summary: a specific cause for the patient's infection could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 lvas, and the reported events could not conclusively be established through this evaluation. The patient remained ongoing on the device, when the patient was transplanted. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 and presented with shortness of breath (sob), driveline infection with a decreased hemoglobin (hgb) 8.0 g/dl and hematocrit 25.1 % (hct) output taken on (B)(6) 2018. Upon admission , the patient¿s hgb was 6.8 g/dl and hct 21.2 %. Blood was observed in the stool. A abdomen and pelvic CT was performed. The patient had iron and ferritin wnls. Erratic hgb trend patterns from 6.8-8.9 g/dl during admission was observed. The patient was discharged home with hgb and hct follow up. No blood transfusions were performed as the patient is waiting on a heart transplant. No sign of bleeding. The patient was discharged home on (B)(6) 2018. No additional information was provided.